Manufacturer narrative:
Results: inherent risk of procedure (dissection). Patient's condition affected effectiveness of device (severely calcified left common and external iliac, anatomy related; type 2 endoleak). Conclusions: device failure/lack of effectiveness related to patient condition (severely calcified left common and external iliac, anatomy related; type 2 endoleak).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. A zone 4 saccular aneurysm was 6.9 cm in diameter. Proximal neck was 24 mm in diameter. The iliac arteries, proximal neck and distal neck all had mild calcification. There was no evidence of blood clot. During the procedure, a dissection occurred in the left external iliac artery. The patient had severe calcification on the left common iliac artery and the external iliac artery. The dissection was not related to the devices but was caused by a combination of the procedure and patient factors. The dissection was resolved with stent deployment. It was reported that during final angiography, a type ii endoleak was discovered and left untreated. The type ii endoleak was still present at the one year follow-up; however, the aneurysm has not enlarged. No additional clinical sequelae were reported and the patient is fine.